Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into an existing medtronic surgical valve (sav), an echocardiogram was performed, which identified a gradient of 25 mmhg. A post implant balloon aortic valvuloplasty (bav) was performed. The bav dislodged the transcatheter valve. Subsequently, a second non-medtronic transcatheter valve was implanted successfully. No additional adverse patient effects were reported.